Manufacturer narrative:
Additional information: analysis of the returned device shows that during functional analysis, an attempt was made to inflate the balloon with a locking syringe. This attempt does not show leak or hole in the ibt. An inflation syringe was used to inflate the balloon with water at minimal inflation quantity of 6cc to see if a leakage appears. This attempt does not show leak or hole in the ibt. Based on the information provided, functional and visual analysis, the ibt seems to work properly and no leak has been found event when pressure has been maintained to the minimal inflation quantity of 6cc. Complaint is not confirmed for this ibt.

Event description:
It was reported that during an unknown kyphoplasty procedure, a balloon ruptured during inflation. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.